Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 3002808148 - 2024 - 06783 (patient identifier (B)(6)). Refer to this file for supplemental information related to this event.

Event description:
It was reported, the actual pressure displayed on the high flow insufflation unit was 17 (set pressure was 10), and the pressure was rising, without any malfunction alarms. The issue occurred during a therapeutic laparoscopic bilateral hernia sac high ligation surgery which was completed by replacing the device. There were no reports of delay or patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.